Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged power cord was identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the power cord replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.